Event description:
The distributor contacted animas on (B)(6) 2013 alleging the audio bolus button fell off the pump. A damaged button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. There was no further information available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button defect remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 08/22/2013 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the bolus button cover and plug are detached from the pump with the internal contact exposed. On testing, all the keypad buttons were normally responsive and fully functional. The keypad cover was removed for investigation and revealed no evidence of defect, damage or contamination.